Event description:
Customer reported tip came off during vigorous cleaning. The customer did not allege any safety issue.

Manufacturer narrative:
The suction irrigation electrode was received and inspected by quality engineering. It was observed that the tip assembly broke at the weld to the active wire about 2" inside the shaft assembly. The cause of this event is associated with extended customer use (well beyond labeled number of uses and end of life indicators). The tip assembly was significantly damaged through multiple twisting of the metal shaft over its length, resulting in a failure of the weld. It is unlikely, though possible, the tip could have come out in the pt during subsequent use, if it had not come out during the cleaning process.